Event description:
On (B)(6) 2013 the reporter contacted animas to report that for one month the patient obtained blood glucose readings higher than expected, such as 170 mg/dl. The patient experienced no symptoms of high or low blood glucose levels and did not seek any medical attention. The patient reported no changes in diet or medical condition. Troubleshooting revealed all pump settings, programming and date/time were corrected, and all total basal/bolus doses given correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient did not suffer an adverse event or injury due to the reported pump. However, as the issue was not resolved, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2013 with the following findings:a review of the pump¿s history showed that the last bolus and last basal deliveries were on 06/18/2013. No activity outside of normal use was observed in the history. The total daily insulin delivery doses added up to correctly reflect the user¿s programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.